Event description:
Pt was under general anesthesia. The vitrectomy machine failed to function. It had been working (used on another pt) one hour prior to this pt. Pt awakened and procedure aborted. No harm to the pt.